Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, bunched, overlapped and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a minor kink to the outer lumen 16mm distal from the port bond. A longitudinal tear was evident starting at the skive and continuing distally for approximately 4mm. This type of damage is sometime evident when the catheter meets resistance while tracking over a guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). Following predilation, a 20 x 3.00 mm promus premier drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the proximal side of the stent was found lifted. The target lesion was predilated again and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). Following predilation, a 20 x 3.00 mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the proximal side of the stent was found lifted. The target lesion was predilated again and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.